Manufacturer narrative:
The concerto coil was returned for evaluation outside of and without the introducer sheath. The instant detacher was not returned. The pushwire was found to be bent at approximately near the proximal end. The implant coil was found to be stretched, but still attached to the pushwire; however, the polypropylene filament was found to be broken. Additionally, there was an appearance of dried contrast present on the implant coil. All other subassemblies appeared to be normal and no other anomalies were observed. As no resistance or difficulty during delivery of the concerto coil was reported, the cause for the stretching of the implant coil (and for the broken polypropylene filament) could not be determined. Based on the concerto coil analysis, and on the event description, the report of ¿coil separation/break¿ could not be confirmed. Although the polypropylene filament was found to be broken, the implant coil was found to be stretched, but still attached to the pushwire. As no resistance or difficulty during delivery of the concerto coil was reported, the cause for the bends in the pushwire and for the stretching of the implant coil (and for the broken polypropylene filament) could not be determined. All devices are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." Linked MDR: 2029214-2018-00863. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been received. Attempts to gather additional information have been made, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Linked with MDR: 2029214-2018-00863. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the coiling procedure for gastric pseudoaneurysm, one coil broke during the advancement within the catheter. No patient injury occurred. A concerto nv-3-4-helix was placed in the pseudoaneurysm but during fluoroscopy position, the coil was noted to have broken or fragmented. It was withdrawn carefully along with the microcatheter. Once out of the patient, the device was pushed out with the guidewire. This coil was replaced with an axium 3x4. The procedure continued with no further issues. The blood flow was normal, and the anatomy was moderate. A new concerto with the same dimension was used successfully. The blood flow was normal, and the anatomy was moderate. The devices were reported to have been prepared and used per the instructions for use (IFU). The ancillary devices were discarded at the site. A continuous flush was used during the procedure. The same competitor 2.9 fr catheter was used to deliver additional coils. There was no resistance during the delivery of the coils.